Event description:
The pt reportedly fell and hit his head. The company was informed that the pt's internal magnet has been displaced due to a fall. Advanced bionics is in the process of gathering more info.